Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. Sometimes the customer must plug their pump into a power source in order for the display to activate. The customer's blood glucose level was 208 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.